Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The complaint references an incident involving the bvi cannula, part number 581273. The received allegation indicates that the luer lock cannula became dislodged from the syringe. The customer stated they are unsure whether this was due to a product malfunction. This dislodgement led to the resulting injury, which required additional surgery for the patient. The patient underwent a pars plana vitrectomy with iol explant, followed by the placement of a temporary gas bubble three days later to ensure the retina remained attached, as it is thin peripherally. It has been noted that the patient is doing well, and in a couple of weeks, once the gas bubble dissipates, the surgeon plans to place a three-piece sulcus iol.

Manufacturer narrative:
The complaint references an incident involving a 30g 45° cannula, where the luer lock cannula became dislodged from the syringe. This caused the resulting injury and required additional surgery for the patient. The patient underwent a pars plana vitrectomy with iol explant, followed by a temporary gas bubble placement three days later to ensure the retina remains attached, as it is thin peripherally. The bvi quality assurance department has followed its internal procedures to investigate the complaint. The investigation included a review of current process controls and the DHR. All manufacturing operations were recorded, and all signatures and dates were present. No nonconformities were identified in the manufacturing process for the affected product. No samples were returned from the customer for further review. The evaluation of this complaint was performed based on available information from the customer and historical data of similar incidents. Following the investigation, the definitive root cause of the failure mode has not been identified but based on similar historical cases, the issue may have resulted from improper assembly technique by the user, specifically using the sheath to tighten the syringe instead of hand-tightening at the cannula hub, which can lead to connection being not properly secured and consequently leading to detachment during usage. However, due to the lack of evidence in this case, the root cause cannot be confirmed. After a thorough investigation of the complaint, it has been determined that no corrective or preventive actions will be initiated. The issue reported does not indicate a systemic or recurring problem, and no further action will be taken at this time. The complaint has been acknowledged per customer information and added to bvi records. Bvi will continue to monitor feedback from our customers and take appropriate action if an unfavorable trend is observed.